Event description:
3m received information from a customer that had received a medwatch form (B)(4) regarding a skin tear. Reportedly, while removing the 3m ioban surgical drape from the patient's skin post procedure, a 1 cm x .5 cm area of skin was abraded. Through a conversation between 3m technical service and the surgeon, it was also noted that the patient was three months old and was prepped with duraprep.

Manufacturer narrative:
No other adverse patient effects were reported. If additional information is received, a follow-up report will be submitted. Additional mfg site: (B)(4). Conclusions: no evaluation will be performed.